Manufacturer narrative:
Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and the drip chamber was allowed to empty using gravity. The blue ball stopped the flow and the solution did not go past the blue ball. The customer complaint that the blue ball fell into drip chamber and air had entered the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11522558 lot number 21035695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv bv set had issues with the air-in-line alarm going off when no fluid was in the drip chamber. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "blue ball noted in bottom of drip chamber, no fluid in chamber, IV pump alerting air in line; chemo: vincristine; remainder of chemo given by gravity."